Event description:
On (B)(6) 2022, a perceval valve was intended to be used in an aortic valve replacement procedure. The surgeon sized and opened a perceval sutureless aortic heart valve pvs25 / l, but there was something wrong with the valve (details unknown). The surgeon ended up implanting a larger size pvs27 / xl in the patient. No further details provided at this time.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Steady flow test review was also performed. The images demonstrate the acceptable opened and closed leaflet performance of the perceval pvs25 sn# (B)(6). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in the dedicated procedure. The device was returned to the manufacturer. Based on the performed analyses, visual inspection and dimensional verification, the prosthesis was found meeting the specification and requirements for a perceval s valve size 25. Based on the analysis performed on the device, the returned valve met the specification and requirements for a perceval s valve size 25. Furthermore, from the document review performed, no manufacturing deficiencies were identified. The steady flow test review also confirmed the acceptable open and close leaflet performance of the valve and no anomalies were observed. As reported, larger size valve (size xl) was ultimately implanted in the patient. As such, it is possible that the cause of the event was related to mis-sizing, but since limited information is available and details of the event is unknown, this cannot be ultimately confirmed and the definitive root cause of the reported event cannot be established. Should further information be received in the future, a follow up report will be provided.